Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (iipdtl) would not release from the implant. Eventually, the driver was able to be removed and the implant did not suffer damage.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The driver iipdtl was returned for investigation and was visually inspected. The driver was presented with missing o-ring and did not reliably engage with compatible in-house testing implants. The associated implant was not returned for inspection as it remains implanted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. B - july 2018. Applicable information can be found in the warnings and precaution section. Complainant reported that the driver (iipdtl) would not release from the implant. The reported complaint could not be confirmed as the returned product was functionally tested and no difficulty in disengaging from the implants was noted. Further, the driver was missing an o-ring. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative.